Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that in a study a patient underwent a scleral buckling procedure between (B)(6) 2010 and (B)(6) 2012 and suture was used. Post-operatively, the following complications were noted; subretinal hemorrhage, vitreous hemorrhage, retinal perforation with suture needle, retinal breakage at the drainage site, intraocular pressure, re-detachment and the patient may have been reoperated with pars plana vitrectomy plus silicone oil, retinotomy and retinectomy. Additional information was requested.